Event description:
It was reported that this pt has a history of non-compliance and substance abuse. The pt was lost to f/u for several months, when the pt came in for f/u/, it was noted that the pt had received several in appropriate shocks on (B)(6) 2012 and this device was eos. This device was explanted and replaced.